Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration of essure device location of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: on unknown date patient underwent hysterosalpingogram (hsg). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe: mood swings"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), migraine ("migraine"), headache ("headache"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, abdominal distension, mood swings, urinary tract infection, migraine, headache, tooth disorder, dysmenorrhoea, weight increased and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, device dislocation, dysgeusia, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received- events- bloating, ¿mood swings, metallic taste in mouth, urinary tract infections, migraines, headaches, migration of essure device location of device, ectopic pregnancy, dental problems, dysmenorrhea, pelvic pain / pain, weight gain, abdominal pain, device ineffective¿, reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.